Manufacturer narrative:
The following article was reviewed: moniaci, d., maiorano, f. And corrado, f., 2022. Bilateral iliac endobypass solution in iliac artery rupture during tevar procedure: a case report and review of the literature. Vascular specialist international, 38(4). A1: the patient ID has not been provided. Therefore the gore reference number was used. B3: the date of the event remains unknown, therefore the the date the literature was published was used as a best estimate. D10: concommitant medical products: relay®pro (28-m4-34-200-30s, terumo aortic) h6-code b13: additional information like details to the sheath use during the procedure, device information, and case planning data have been requested from the corresponding author for evaluation. The answer is pending. A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. The device involved in this event was discarded at the facility. Therefore a device evaluation could not be performed. In the instructions for use the following is stated: warnings do not attempt sheath advancement or withdrawal without guidewire and dilator in place, and locked to the hemostatic valve. Major bleeding, vessel damage, or serious injury to the patient, including death, may result. Adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. Directions for use sheath use advance the sheath with locked dilator as a unit over the guidewire under fluoroscopic guidance; if the dilator is not locked to the valve body, do not allow dilator to back out of sheath while advancing. Stop advancement of the assembly if there is resistance. Investigate the cause of resistance before proceeding. Carefully advance the assembly until it is at the desired location. Caution: do not attempt advancement of the sheath without the dilator and guidewire in place. Major bleeding, vessel damage, or serious injury to the patient, including death, may result. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following article was reviewed: moniaci, d., maiorano, f. And corrado, f., 2022. Bilateral iliac endobypass solution in iliac artery rupture during tevar procedure: a case report and review of the literature. Vascular specialist international, 38(4). The article is a case report of a 72-year-old female who was admitted to the emergency department with exacerbation of pneumonia and respiratory failure. A pulmonary computed tomography revealed an asymptomatic descending thoracic aortic aneurysm and a penetrating aortic ulcer (pau). She was taken to the operating room and underwent thoracic endovascular aortic repair. It is reported that both iliac arteries showed high grade calcifications, moderate stenoses and tortuosity, making the percutaneous femoral access challenging. It is not reported within the literature if the iliac arteries have been measured or prepared prior to insertion of the introducers. After bilateral placement of 8 fr introducers for guide positioning, the right femoral artery was pre-dotted with an 18 fr gore® dryseal flex introducer sheath. Then they changed to a 20 fr gore® dryseal flex introducer sheath. It is not reported within the literature if the dilator was in place during advancement of the sheath. Reportedly, due to calcification of the right iliac artery, the iliac artery ruptured during the placement of the sheath. Therefore they changed the access side and the same procedure was performed on the left side. After placement of the thoracic endoprosthesis (relay®pro, terumo aortic) for pau exclusion, angiography showed the left iliac artery has ruptured along the 20 fr gore® dryseal flex introducer sheath. To resolve the bilateral ruptures they performed endobypasses with gore® viabahn® endoprostheses with propaten® bioactive surface where the distal end of the stent-grafts were anastomosed to the left, respectively the right common femoral artery in an end-to-side fashion. The author concluded that calcification and tortuosity increase surgical complexity, and that it is important to accurately prepare the iliac arteries, and that a strategy for artery repair, such as the endobypass technique, must be in place in case of an iliac artery damage.

Event description:
The following article was reviewed: moniaci, d., maiorano, f. And corrado, f., 2022. Bilateral iliac endobypass solution in iliac artery rupture during tevar procedure: a case report and review of the literature. Vascular specialist international, 38(4). Received september 19, 2022, published on december 30, 2022. The article is a case report of a 72-year-old female who was admitted to the emergency department with exacerbation of pneumonia and respiratory failure. A pulmonary computed tomography revealed an asymptomatic descending thoracic aortic aneurysm and a penetrating aortic ulcer (pau). She was taken to the operating room and underwent thoracic endovascular aortic repair. It is reported that both iliac arteries showed high grade calcifications, moderate stenoses and tortuosity, making the percutaneous femoral access challenging. It is not reported within the literature if the iliac arteries have been measured or prepared prior to insertion of the introducers. After bilateral placement of 8 fr introducers for guide positioning, the right femoral artery was pre-dotted with an 18 fr gore® dryseal flex introducer sheath. Then they changed to a 20 fr gore® dryseal flex introducer sheath. It is not reported within the literature if the dilator was in place during advancement of the sheath. Reportedly, due to calcification of the right iliac artery, the iliac artery ruptured during the placement of the sheath. Therefore they changed the access side and the same procedure was performed on the left side. After placement of the thoracic endoprosthesis (relay®pro, terumo aortic) for pau exclusion, angiography showed the left iliac artery has ruptured along the 20 fr gore® dryseal flex introducer sheath. To resolve the bilateral ruptures they performed endobypasses on the left and on the right iliac artery depoying a gore® viabahn® endoprosthesis with propaten® bioactive surface into the common iliac artery and manually performed distal anastomosis on the femoral bifurcation. The author concluded that calcification and tortuosity increase surgical complexity, and that it is important to accurately prepare the iliac arteries, and that a strategy for artery repair, such as the endobypass technique, must be in place in case of an iliac artery damage.

Manufacturer narrative:
Additional information like details to the sheath use during the procedure, device information, and case planning data have been requested from the corresponding author for evaluation. The requests remained unanswered. A unique device identification number was not provided, therefore the manufacturing date and/or production details cannot be determined. Neither images enabling direct assessment of product performance nor the product itself were returned for evaluation. Therefore neither the case planning data could be reviewed nor a device evaluation could not be performed. Based on the reviewed article and the subsequent investigation, no further information was provided to gore, therefore we are unable to determine the cause of this incident and assign a root cause. In the instructions for use the following is stated: potential adverse events. Adverse events that may occur and / or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc).